Event description:
Spoke with patient who stated that the back piece that closes for the batteries is difficult to lock and keeps slipping off. Nurse has tried to close it but could not - they are requesting a new pump. No issues with infusions / no missed doses. No other questions for rph. No other information provided. Serial number ¿ (B)(6). Did the reported product fault occur while in use with the patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. If yes, was any medical intervention provided? N/a. Is the actual device available for investigation? Yes, upon patient return. Did we replace device? Yes. If yes, was the patient able to successfully continue their infusion? Yes. What is the outcome of the event? Resolved.